Event description:
Upon attempt to remove foley catheter, unable to deflate the balloon. Pt had bladder sonogram with successful rupture of foley catheter balloon and removal on (B)(6) 2019 by the radiologist. On (B)(6) 2020 pt had CT cystogram for possible bladder rupture as fluid in pelvic cavity appeared to be urine. CT showed no findings to suggest bladder rupture or vesical fistula formation, but wbc elevated, pt had abdominal pain and creatinine present in the fluid drained from pelvic cavity. Pt has a new foley catheter inserted to remain for 2 weeks due to possible seal of any bladder rupture. Pt remains hospitalized at this time. FDA safety report ID# (B)(4).